Event description:
The customer observed imprecise control results on the vitros 250 analyzer using amon slides. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event supports that poor calibration may have contributed to event. The customer cleaned the incubator and recalibrated, which seemed to resolve the issue. Control results and precision testing after maintenance and recalibration were within expected intervals. The root cause of the biased control results was instrument related.